Event description:
The anesthesia circuit contains an inner tube (light purple in color) that came disconnected. It was originally believed a care team member may have pulled the tubing creating the problem. However, additional inner tubing was later found to have come disconnected as well. Only one set of tubing was retained.